Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned in two pieces. The distal portion includes a portion of the hypotube, distal core, sensor, sensor housing, distal coil, and dome; measuring approx. 40 cm in length. The proximal portion includes the remaining portion of the hypotube, electrical section, and composite core; measuring approx. 149.5 cm in length. The total length combined is 189.5 cm, which is within specification of 190 cm ± 5 cm. Visual inspection found sharp edges at the location of the separation. Block h6: the probable cause of the reported failure is damage during use/handling of the device. Manipulation and strain can damage internal components and result in the reported failure. Correction: the component code was updated from g04129- tip to g04112- rod/shaft. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is australia. Blocks h3 & h6: the omniwire was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a omniwire was used in a coronary therapeutic procedure in a calcified rca. During use, a loss of wire pressure was noted. Under fluro, the tip was found to be separated within the guide catheter. The wire and guide catheter were removed altogether. No patient injury was reported. This product problem is being submitted because the omniwire tip separated inside the patient, potential for harm.